Event description:
The patient was treated with gore® excluder® iliac branch endoprostheses on left side. The internal iliac component (hgb device) was extended with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). At one year the vessel was still patent. Now computed tomography shows occlusion.

Manufacturer narrative:
Requests to the physician to provide further information such as incident date, implantation date, application, serial number of the device, radiographic images for evaluation, antiplatelet therapy, potential reintervention, patient information and patient health effects remain unanswered yet. If further information will be provided the information will be evaluated based on applicable processes, for example review of the manufacturing records and evaluation of radiographic images.

Manufacturer narrative:
Updated section a) patient information. H6-codes 3331 and 213: a review of the manufacturing records indicated the device met pre-release specifications.

Manufacturer narrative:
Conclusion: a review of the manufacturing records indicated the lot met pre-release specifications. The device remains implanted therefore a product evaluation could not be performed. Imaging of two time-points were provided for evaluation: post-implantation cta dated (B)(6), 2021, and post-implantation cta dated (B)(6), 2022. Cta dated (B)(6), 2021, shows there is some thrombus along the inside wall of the internal iliac component extending into the left internal iliac artery (liia). Diameters within the implanted device in the liia appear to range from ~6.5 mm ¿ 10.4 mm. Cta dated (B)(6), 2022, shows there is complete occlusion of the internal iliac component extending into the liia. Diameters within the implanted device in the liia appear to range from ~6.2 mm ¿ 10.3 mm. A diameter within a liia branch, distal to the implanted device, appears to be 2.7 mm. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. However, the physician reported that in spring 2022 the patient underwent an orthopedic knee operation. Therefore, noac was paused. On (B)(6), 2022, 2 years standard computed tomography control showed occlusion of the devices. The physician suspected the combination of small and tortuous outflow vessel thrombosis and pausing of noac because of the orthopedic knee operation might have cause device occlusion. In the instructions for use of the device the following potential device or procedure related adverse events are listed: endoprosthesis or delivery system: occlusion; occlusion of device or native vessel furthermore the instructions for use state the following: the gore® excluder® lliac branch endoprosthesis is comprised of two components, the iliac branch component (ibc) (figure 1) and the internal iliac component (iic) (figure 2). The iliac branch component (ibc) is a bifurcated iliac branch device with an external iliac leg and an internal iliac artery gate. An internal iliac component (iic) is used to extend into the internal iliac artery. Internal iliac component positioning and deployment 8. If extension of the internal iliac component (iic) is required for adequate seal, repeat steps 1 through 6 with an additional internal iliac component (iic). In the present case a gore® viabahn® vbx balloon expandable endoprosthesis was used to extend into the internal iliac artery, which is off label use of the gore® excluder® iliac branch endoprosthesis.